Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, high threshold and decreased ventricular waves were noted on day 23 of postoperative data. The patient presented for follow up on day 60 after surgery. Dislodgement was noted on the right ventricular (rv) lead via chest x-ray. The pace failure was taken care by auto capture function. It was found that the remote monitoring did not have any option for alert settings related to ventricular pace thresholds which made the early detection difficult. The lead was repositioned back. The patient was stable.